Event description:
The patient was scheduled to undergo routine brain MRI on an outpatient basis. Pre-MRI screening revealed the patient has an inspire hypoglossal nerve stimulator. The generator model is # 3028, stimulating lead # 4063, and sensing lead # 4340. The device was implanted in 2018. Prior to scheduling the MRI, technologists at our site verified the model number and the manufacturer-indicated MRI conditions. When it was verified our site could meet all safety conditions, the patient was scheduled. Prior to the exam, the patient deactivated the device, as was indicated. Appropriate patient positioning and coil positioning were performed prior to starting the exam. The patient then squeezed the panic ball shortly after the first localizer sequence began (the sequence was not even completed). The technologist paused imaging to communicate with the patient, who reported very uncomfortable neuromuscular activation of his tongue by the lead as soon as the exam started. The patient was then slowly and carefully extracted from the magnet and the exam was cancelled. There was no burning or continuing pain reported by the patient. The patient successfully reactivated the device prior to leaving the department and reported that it was functioning normally. We have arranged for the local device representative to contact the patient to ensure the device is still functioning. The device representative confirmed that all required MRI safety conditions were appropriately followed for the device. FDA safety report ID # (B)(4).